Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, model 388928, found lead distal end stretched, no significant anomaly.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 388928, lot# 0211244197, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported lead migration that occurred during normal use. The consumer reported a loss of therapy/return of symptoms and she also began to get pain in leg and vagina. Unknown if any factors led to the event; no physical trauma was reported. Electrode impedance returned values within normal range. There was a physical examination by the physician and the lead felt like it had moved. A lead revision was completed on (B)(6) 2017 and the issue was resolved.